Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-apr-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a patient information was missing from the station. A technical support specialist (tss) found no errors in the synchronization data and confirmed that the last upload was in line with the server time. Additionally, it was noted that only one removal was recorded in the device event report. The tss concluded that the information in electronic protected health information was incorrect, as the visit identification corresponded to a different patient. There was no patient with that name available, and information for another patient was verified at the station. The tss decided to close the case due to the lack of response from the customer. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient information was missing from the station. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.